Event description:
During an interventional procedure, the sheath was inserted into the patient's severely calcified femoral artery. The sheath was observed to have blood wicking from between the suture collar and hub. At that time, the physician attempted to remove the sheath in order to exchange it for a new one, but felt resistance during removal. It is believed the sheath caught on a spicule of calcium, and the physician continued to pulled on the sheath aggressively, and the sheath separated. The portion of the sheath that remained in the patient's femoral artery was removed via cutdown at the access site. There was no report of any adverse sequelae to the patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.